Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was having problems with their pain stimulator device. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.